Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges receiving notification of recall years ago. There is no allegation of serious or permanent harm or injury. Patient alleges being in the hospital for one month. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges receiving notification of recall years ago. There is no allegation of serious or permanent harm or injury. Patient alleges being in the hospital for one month. The device was returned to third party service center. The service center visually inspected the device. The service technician reported the device was functional with no foam particles visualized.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges receiving notification of recall years ago. There is no allegation of serious or permanent harm or injury. Patient alleges being in the hospital for one month. Correction to serious injury/illness.